Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported blood glucose (bg) level ranged from 234 to above 500 mg/dl. Customer changed supplies, delivered a bolus, and reverted to manual injections for insulin therapy to address elevated bg. Customer changed supplies to address occlusion alarms.